Manufacturer narrative:
A root cause could not be determined with the information provided. The calibration was fine. The quality control prior to the event and after switching to the new reagent pack were in range. A general reagent issue could be excluded.

Event description:
The customer alleged they received questionable tina-quant hemoglobin a1c gen.2 (hba1c) results on their integra 800 analyzer. The customer repeated the patient samples on two other analyzers. The customer provided data for 91 patients, 13 of which had discrepant results that were reported outside the laboratory. The first patient's hba1c result was 0.075. The result was corrected to 0.056. The other repeat result was 0.055. The second patient's hba1c result was 0.042. The result was corrected to 0.059. The other repeat result was 0.059. The third patient's hba1c result was 0.042. The result was corrected to 0.059. The other repeat result was 0.062. The fourth patient's hba1c result was 0.041. The repeat results were 0.063 and 0.064. The fifth patient's hba1c result was 0.099. The result was corrected to 0.138. The other repeat result was 0.139. The sixth patient's hba1c result was 0.038. The result was corrected to 0.056. The other repeat result was 0.056. The seventh patient's hba1c result was 0.045. The result was corrected to 0.062. The other repeat result was 0.064. The eighth patient's hba1c result was 0.049. The result was corrected to 0.069. The other repeat result was 0.069. The ninth patient's hba1c result was 0.043. The result was corrected to 0.059. The other repeat result was 0.061. The tenth patient's hba1c result was 0.094. The result was corrected to 0.076. The other repeat result was 0.077. The eleventh patient's hba1c result was 0.084. The result was corrected to 0.062. The other repeat result was 0.063. The twelfth patient's hba1c result was 0.084. The repeat results 0.054 and 0.055. The eleventh patient's hba1c result was 0.046. The result was corrected to 0.061. The other repeat result was 0.062. There were no adverse events. The hba1c reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).